Manufacturer narrative:
The ge service rep conducted an onsite investigation. The cine bridge and the cine system driver board were replaced. The software was reloaded. The system was tested and operates as intended.

Event description:
The customer reported that the system would not perform a cine run. No pt injury was reported.